Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system exhibited noise and oversensing resulting in the delivery of inappropriate therapy as well as inhibition of pacing.